Event description:
It was reported that bd safetyglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305918; batch no.: 9121600. It was reported leaking of needle. Pr 1 of 3: this pr is for date of event on (B)(6) 2019. Occurred during medication preparation in pharmacy. No needle stick.

Manufacturer narrative:
H.6. Investigation: two photos and three used safetyglide needles inside opened blister packages were received. The packages were confirmed to be from batch #9121600 (p/n 305918). The photo depicted a single loose safetyglide needle, safety shield not extended, in a person¿s hand with a finger pointing at the hub. No liquid droplets were seen in the photo. It was not clear if there was any leakage residue near the edge of the hub. One (1) sample was returned for investigation. The sample was connected to a syringe filled with water and the water was expelled through the syringe during which it was noted that water leaked from the needle / hub connection. The safety shield was then removed and the needle hub assembly was examined using 10x magnification. It was observed that there was insufficient epoxy on the needle as epoxy was only present on one (1) side of the needle. This allowed a gap between the needle and needle hub which leaked during use. Possible root cause, a machine malfunction caused insufficient epoxy to be applied to the needle hub / cannula assembly which resulted in epoxy being applied to only one (1) side of the needle. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305918 batch no.: 9121600. It was reported leaking of needle. This pr is for date of event (B)(6) 2019 occurred during medication preparation in pharmacy. No needle stick.